Manufacturer narrative:
A lot history review could not be performed, as the lot number is unk. The investigation is inconclusive, as the sample was not returned for eval. The root cause could not be determined based upon available info. It is unk whether pt factors (e.g. Focal lesions, vessel size) or procedural issues (e.g. Inflation pressure of balloon) contributed to the event.

Event description:
It was reported that the pta balloon would not deflate the second inflation in the anterior tibial artery. A needle was inserted through the skin to deflate the balloon. There was no reported retraction difficulty. There was no reported pt injury.